Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (unknown concentration at 17mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that a motor stall was seen at initial interrogation. The patient did not have a recent MRI. The pump was last refilled in (B)(6) 2018. On (B)(6) 2018 at 5pm, the patient heard their critical pump alarm. The hcp changed the patient's dose and after updating the pump, the hcp thought the motor stall recovered, but the audible critical alarm was still heard. The elective replacement indicator (eri) was 9 months from (B)(6) 2018. The surgery date to replace the pump was (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.